Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month that complaint was reported. Batch # t5cg4m. Device analysis: the analysis results found that a sr75 reload was received with both gripping surfaces damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, cartridge sr75 did not fire properly resulting in misfiring. The cartridge didn't completely fired, only small portion fired and got stuck. There were no patient consequences.